Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Device investigation could not be performed because the device was not returned. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and referring to known similar events, it was presumed that the ptfe coating was damaged by strong friction generated when a sharp edge of a concomitant device such as a metal introducer point contacted the wire shaft. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The instructions for use (IFU) states: [warnings] never use metallic needles or metallic sheaths for insertion and withdrawal of this guide wire. Otherwise, the surface of this guide wire may be damaged significantly; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
Sus voluntary event report (report #: mw5091051) was received to the manufacturer. It was reported that an asahi field xt guide wire was used during the cardiac catheterization, and when wire was inspected post insertion, the green coating of the wire was coming off and noticed in the sheath of the patient.